Event description:
It was reported that during a lithotripsy procedure to stone dust a kidney stone, the fiber broke. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during a lithotripsy procedure to stone dust a kidney stone, the fiber malfunctioned and broke. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during a lithotripsy procedure to stone dust a kidney stone, the fiber malfunctioned and broke. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.